Manufacturer narrative:
Information recorded in section f completed by the manufacturer. Reference reporting site internal file number (B)(4). The actual device has not been returned to manufacturer to date. When a sample is returned, a comprehensive evaluation will be completed and a follow-up report will be submitted.

Event description:
Slippage of the internal wall of the tube.